Manufacturer narrative:
Concomitant product(s): ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response, as well, the patient's right atrial (ra) lead had undersensing on the atrial channel. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.